Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit had a leak while in use on a patient. No injury or death was reported.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked and was able to reproduce the issue that customer experienced. Performed test as required. All test passed but would fail during running it with trainer. After about a minute, removed and replaced the purge filter due to visible particulate on within the filter. Completed repair with all functional and safety tests per manufacturer specifications. Returned to customer for use.